Manufacturer narrative:
(B)(4). Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the physician reported that during removal of the stylus and plastic sheath of the nc trek balloon, resistance was observed. The trek was used successfully to continue the procedure with no additional issues noted. The physician stated that he was concerned that this difficulty may cause the balloon to be damaged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.